Event description:
It was reported that water leakage occurred from the inflation funnel soon after the placement.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation found a tear at the inflation funnel which caused water leak out. The sample was examined and a tear was observed at the inflation funnel. The tear was examined under a microscope and noted to be long and rough. The tear appeared to have been caused from the outside. A potential root cause could be roughly handling during stripping process. We were unable to determine how and when problem occurred. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water leakage occurred from the inflation funnel soon after the placement.